Manufacturer narrative:
This report is submitted on july 12, 2021.

Event description:
Per the clinician, the device was explanted on (B)(6) 2017, due to an unknown reason. Additional information has been requested but has not been made available as of the date of this report.